Manufacturer narrative:
Device eval by manufacturer: the returned device was inspected for damage. No guidewire was returned with the device. Visual examination showed a severe kink on the catheter shaft. The damage was located 48.5cm from the tip. Functional testing showed the device primed as designed. The motor ran as designed, however, the tip was not rotating. At the site of the severe kink, the sheath was dissected to show that the drive coil was completely separated. The tip of the device would not rotate due to the separation. The rex function was analyzed, and the rex function would not function due to the separated shaft. The damage is consistent with the device being pushed, pulled and torqued which may be caused by a heavily calcified area of the anatomy. The excess force that was applied to the device may have caused the kink, and eventually lead to the separation that was noticed. The guidewire sticking issue may have been caused by the damaged shaft which gave the indication of a wire stick. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device became stuck on the wire and stopped all activity. A 2.1mm jetstream xc catheter and a non-bsc guidewire were selected for an atherectomy procedure in the left superficial femoral artery. Rotaglide lubricant was used. During the first run through the mid and distal superficial femoral artery, the device stopped all activity including rotation, aspiration and infusion. It would not run in several different modes. An attempt was made to pin and pull the device over the wire but it did not work. This was followed by another attempt at pinning and pulling the device while the rex button was continuously pushed. This was able to loosen the device, and the device began spinning again but it ended up pulling the filter wire completely out of the device. The device and wire were then both removed from the patient. A different device of the same model was used to complete the procedure. The patient experienced no complications and is fine.